Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump battery compartment was damaged. In addition, it was noted that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked above the bumper pad. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture corrosion was found throughout the inside of the pump. Unrelated to the complaint, the audio bolus button cover was found to be torn and punctured. The audio bolus button responded appropriately to button presses.